Manufacturer narrative:
Concomitant medical products: 250ml ndc 0409-7983-25, lot 78-413-c6, exp 1 dec 2018, paclitaxel nacl 0.9%. The customer¿s report of leaking at the texium-to-extension tubing connection was not confirmed. Rather, a slow leak from the upper vent hole of the filter was observed. Visual inspection of the set showed no discernable damages. Microscopic inspection of the filter housing and filter membrane did not reveal any definitive leak source, such as damage or excessive medication buildup. Functional testing via gravity infusion resulted in no leaking; a test pump infusion and pressure testing both confirmed leaking from the filter vent. The root cause of the leak was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of etopiside was noted to be leaking from where the texium end of the tubing connects to the filtered tubing set. There was no patient harm.